Event description:
The balloon deflated during the procedure declot. The device was removed from the pt and finished the procedure. The pt was fine and not injured. When the device was returned for eval, we found that piece of the balloon is missing. It is possible the physician was notified regarding this issue. No comments has been received from the physician regarding the pt current condition.

Manufacturer narrative:
We have received the device for eval and were able to verify the failure. The root cause of the failure is inconclusive. It is possible that pt's tortuous anatomy and/or sharp calcified plaque, may have contributed to the failure. A follow-up report will be sent, if any add'l info is discovered regarding this incident. A lot history investigation was performed. The device history record review, did not reveal any discrepancies related to the complaint event during either the mfg or the packaging processes and there were no unresolved issues related to the complaint event. In addition, please note that there was no injury to the pt at the moment of the incident. The physician did not provide any add'l info regarding the incident and/or pt condition, after the initial complaint reporting ((B)(4) sales rep, unsuccessfully made several attempts to contact and meet with the physician).